Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported to be available for return to the manufacturer for evaluation but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that the physician treated an anterior communicating artery (acom) aneurysm with a web. The web device was reported to not detach with multiple v-grip controllers and multiple detachment attempts; the web and the controllers showed a non-detachment by light and also on the x-ray. The physician decided to remove and replace with another web device; however, the first web was reported to be stuck and detached during the pull back through inside the via catheter. The second web was detached with another wdc-2 controller. The patient was reported to be doing well.

Event description:
Please see section h10 for device investigation results.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned web system found the implant separated from the delivery system, the hypotube bent/kinked, the proximal connector kinked, and the heater coil windings stretched. The implant was not returned for evaluation. The device failed continuity and resistance testing due to the damaged connector and heater coil windings. However, the heater coil pet was found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces over specification. The returned detachment controllers were found to function as intended and would not have caused or contributed to the reported event.